Event description:
It was reported that during a procedure, an e8 error occurred when the wand was connected to the controller. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wand shows minimal electrode and screen erosion with contamination/discoloration and scratch/scuff marks on the spacer and cap. There were no manufacturing abnormalities found on the device. Prior to the functional testing the resistance of the r2 was measured to be 1054ohms on the device. During functional evaluation the device was connected to a compatible quantum2 controller and creates an error e-7; an error e-8 as reported was not seen; the error e-7 was bypassed and the device excites plasma as intended; the suction line was tested and performed as intended. The complaint was not confirmed as the device did not display an e8 error. The root cause could not be determined with confidence. Potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) the rf controller may have been turned off following connection of the device or source power may have been interrupted prior to the activation. Other factors that could have contributed to the complaint: (2) disconnecting the device from the controller after power has been turned on, previous use, or incorrect power cycling of the controller. The device incorporates a single-use feature which is designed to prevent reuse of the device. There are no indications to suggest the device did not meet product specifications upon release into distribution.